Event description:
The customer reported a shock and pacing equipment malfunction. There was no pt involvement as this was found in testing.

Manufacturer narrative:
(B)(4). The device was evaluated by a philips field service engineer and the reported symptom was confirmed. Multiple parts were replaced to resolve the symptom. After passing all performance evaluation testing the device was returned to use.